Event description:
It was reported that during an open sigma procedure, safety lever was heavy to release. Circular cut but did not clamp (one deformed clip). A new anastomosis was applied. No patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information provided: when was the safety released? Cdh closed in the green place and then safety released. What device was used for the proximal and distal transaction of the bowel? Ec60 a - cdh 29a what color reload? Blue. On what tissue type was the device used? Normally. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Eh 40. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Was the spike of the trocar inserted through bowel lateral or through the staple line? It was open op what confirmation did the surgeon receive that the anvil was firmly attached? No. When the device was fired, what was the location of the indicator within the gap setting scale? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. Event could not be confirmed as the safety lever worked as intended. Please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.